Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported he had a hypoglycemic event and felt weak and shaky. The cgm reading was 74 mg/dl and the bg was 24 mg/dl. He drank a dextro energy drink (liquid glucose), then felt better. No further action or intervention was needed. He calibrated the device when he noticed the inaccuracy and that did help reduce the discrepancy initially. The event occurred the day after the sensor had been inserted. The reported allegation falls within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the c zone of parkes error grid. The root cause could not be determined. No additional patient or event information is available.